Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. S/w version = 6.7v. Retainer ring = black. Case type = ngp. On (B)(6) 2022, the customer alleged for unspecified pump error. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self-test but failed the sleep current test, problem isolated to pcba 1. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump memory/history found multiple: pump error 15 (esf# = 3764385, file number = 38, and line number = 442) on the event date of 10/21/2022 19:03:09.000. No unexpected battery alarms/alerts during testing. No pump error alarm during testing. Pump was cut open to perform visual inspection and found moisture damage on the force sensor. Swapping out test boards confirms failed sleep current measurement, problem isolated to pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay and pillowing keypad overlay. Pump passed all other required testing but failed the sleep current test, problem isolated to pcba 1. Unexpected battery power loss was confirmed due to high sleep current, problem isolated to pcba 1. Pump error 15 was found and confirmed due to hardware anomaly, problem isolated to the electronic assembly. Unexpected error message was confirmed. Moisture damage was confirmed on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.